Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "select button of keypad was inoperative" was confirmed during product evaluation. The root cause was assigned to the fluid intrusion. The keypad was replaced in order to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.46.00. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
A baxter (B)(4) representative reported a colleague infusion pump with "select button of keypad was inoperative." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.